Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h6.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Event description:
Healthcare professional reported a right side rupture confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed; the assessments of the complaint codes are: rupture: not observed.

Event description:
Healthcare professional reported a right side rupture confirmed via ultrasound. Device has been explanted.